Manufacturer narrative:
Concomitant medical products: 6937a-58 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was no sensing or capture on the right atrial (ra) lead. During the ra lead replacement procedure the left ventricular (lv) lead was cut. It was noted there was also very small r waves and t-wave oversensing (twos). The ra lead was capped and replaced. Follow up concluded that there was no intervention for the lv lead and rv lead. The lv lead remains in the patient and the rv lead remains in use. No patient complications have been reported as a result of this event.